Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent remains in patient anatomy. Device issue: stent dislodgement. It was reported that during the procedure, the stent dislodged and possibly remains in the patient's leg. No additional event or patient information is available.